Event description:
Information received from the field does not address the patient's clinical status but notes that during a clinical follow-up, bipolar atrial impedance was <250 ohms. Further measurements taken showed impedances of 342 and 336 ohms. Sensing thresholds were at 1.0 mv. Decreasing the threshold to 0.5 mv resulted in oversensing. Loss of capture was also reported at 7.5 v, 0.4 ms. The patient could not tolerate unipolar pacing, so the generator was programmed to vvir.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received